Event description:
It was reported that one day post implant of a new device, an interrogation showed high atrial lead impedance and there was a lead d etection alert with oversensing on the right ventricular lead. It was noted that during the device change out, the physician had trouble because of the lack of slack exposed with the connector pins. Possible set screw issues on the ra and rv lead pins were suspected. The patient underwent another procedure to correct the issue and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 4194 implantable pacing lead (B)(6) 2004, 5554 implantable pacing lead (B)(6) 2004.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.